Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot e727 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot e727 for the reported complaint issue shows no trends. Trends were reviewed for complaint category, flm leak. No trends were detected for this complaint category. A photo analysis was conducted for this complaint. A review of the photo confirmed the leak at the fluid logic module (flm). However, the root cause for the flm leak could not be determined based on the information provided. The device history record (DHR) review for this kit lot did not show any related nonconformances or trends, and this kit lot had successfully passed all lot release testing requirements. No remedial actions will be conducted for this complaint. (B)(4). Device not returned to manufacturer.

Event description:
The customer emailed in order to report a fluid logic module (flm) leak. The customer stated that "after a complete and uneventful treatment, it was discovered that a flm leak had occurred during the treatment". The customer reported that there were no alarms or sign of the leak during the treatment. The customer stated that it appeared that the leak originated from the upper part of the flm, and that the leak started during the final return rinse cycle. The customer reported that the patient did not experience any blood loss due to the leak. The customer stated that the patient was contacted several times over the next few days and that the patient was fine. The customer reported that no medical intervention was needed. A photo was submitted for investigation.